Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid, dose and concentrations not reported via an implantable pump. On (B)(6) 2020 the patient reported that their ¿pump has slipped¿ and they had to have emergency surgery on thursday to flip it back. The patient stated that they did have pain and tenderness a few weeks ago but hadn't noticed anything since. The patient confirmed it was friday when they were at the physician¿s office and they tried to fill it and they couldn't. Per the patient a company representative was there and they stated that it definitely flipped and then it was confirmed with an x-ray. The patient had no falls or trauma and stated they were skinny and was surprised it flipped because she didn¿t noticed. The patient stated it was a little painful to touch a few weeks ago but didn¿t feel it turning. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.